Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Device history record (DHR) review can not be performed as no serial number or lot number was provided. The failure mode cannot be confirmed . Root cause is not determined at this time.

Manufacturer narrative:
It was also noted in the medwatch with u/f importer report # (B)(4) that the imris mayfield was sent back to imris for evaluation due to the lock potentially not locking properly per the imris tech that was there doing the quarterly preventative maintenance. It is unknown if the mayfield skull pins will be returned to integra for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2018, the imris mayfield pin (double) slipped on the patient¿s left side of head resulting in a 1.5 in laceration to the patient¿s head. Three (3) staples were applied to the laceration and the craniotomy surgery proceeded. Additional information has been requested.